Event description:
The patient reported the device "has been causing twitching on my left side, at first is was not to uncomfortable, but now no matter what position I am in it does not stop twitching , my ICD is always running for therapy purpose, my doctor told me that the unit is arcing across from my heart to a nerve. The only time it does not bother me is when I am standing". Attempts to obtain additional information were unsuccessful. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.